Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode during a routine checkup. The health care professional (hcp) called technical services (ts) and requested a review of the presenting electrogram (egm). Upon review, ts confirmed error message received that stated the crt-p device was in safety mode. Ts discussed the review with the hcp and recommended for a generator replacement procedure to be performed. At this time, the crt-p remains in service. No adverse patient effects were reported.